Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2023. During the procedure, the physician was able to successfully deploy the first two bands. When attempting to deploy the third band, it did not deploy as the band was stuck. The physician opted not to use another speedband and the procedure was completed with the same original speedband superview super 7. There were no patient complications reported as a result of this event.